Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
(B)(4) event occurred in the united states. It was reported that patient faced three infusion set cannula kinked event on (B)(6) 2025. The event occurred within three hours after insertion. The insertion site was thigh and abdomen. The infusion set was in use for 3 or moe hours. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available